Event description:
(B)(4) study. It was reported that post a stenting treatment procedure, a myocardial infarction occurred. In (B)(6) 2010, a 2.50 x 32.00 mm taxus liberte stent was implanted to treat an unspecified target lesion. In (B)(6) 2010, a myocardial infarction occurred. The patient experienced recurrent ischemic symptoms lasting ten minutes or longer. A repeat angiography was performed. No further information is available.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).